Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(4) 2023, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. During the procedure, the contralateral leg was positioned above the flow divider but could not successfully be deployed. The leg itself was apparently open but the physician was not able to advance the catheter in and out of the device. The physician was unable to fully open the contralateral leg and the patient required an intraoperative bypass.

Manufacturer narrative:
Medwatch #3007284313-2023-02911 was sent in error. Additional received information revealed that the contralateral gate of the device did not fully open due to an extreme kink in the aorta. In addition, due to the patient's anatomy, the physician was unable to advance the third-party guidewire through the contralateral gate of the device to complete the procedure with implantation of a contralateral device. Due to this anatomic constraints the physician decided to forgo the contralateral stenting part of the planned procedure and implanted a femoral-femoral bypass instead. Since there was no device malfunction or serious injury, this event is not reportable to the FDA and therefore the medwatch will be retracted.

Event description:
It was reported that on (B)(6) 2023, a patient was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. During the procedure, the physician was not able to advance the third party guidewire for the contralateral leg through the contralateral gate due to aortic kinking. The trunk ipsilateral leg had already been successfully deployed. No contralateral leg was implanted. The patient required an intra-procedural femoral-femoral bypass.